Event description:
The info provided to sjm indicated the pt underwent an aortic valve replacement in 2008 where an sjm trifecta valve was implanted. In (B)(6) 2013 the valve showed an elevated gradient. The pt was hospitalized (B)(6) 2013 due to syncope and underwent surgery on (B)(6) 2013. It is unk if the valve was explanted.